Event description:
It was reported that during a follow-up, externalized conductors were noted via x-ray. All electrical measurements were normal. Lead remains implanted. The patient's condition was good after event.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that the physician has evaluated the patient's life expectancy and has decided to not replace the lead during device changeout.